Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had issues with quick set and experienced hyperglycemia. The customer reported that doctor switched him to the sure because he was having high blood glucose levels due to infusion set. The customer 's current blood glucose level at the time of call was 4.2 mmol/l. The customer reported that on saturday he took bolus and he kept checking his blood glucose and kept taking corrections, two hours later his blood glucose level was 19.7 mmol/l. The customer stated that on sunday he had high blood glucose levels of 28.7 mmol/l and he changed his infusion set and again checked his blood glucose and it was 33 mmol/l. The customer stated that he changed he changed infusion set and his blood glucose level went down. The customer stated that the insulin pump alarmed insulin flow block and took a correction with a pen. Troubleshooting was not completed at the time of call. The customer was advised to change out the infusion set and reservoir. Product is not expected to return for analysis. Additional device related incident: infusion set ((B)(4)).